Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Field service representative evaluation: the field service representative (fsr) evaluated the front display and found moisture inside the front panel. The fsr replaced the damaged display and ran the operational verification procedure (ovp).

Event description:
The customer reported that the touchscreen was frozen on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.

Manufacturer narrative:
The failure analysis laboratory (fa lab) received the suspect device and installed in a known good unit. The fa lab visually inspected the suspect device and found fluid ingress. The reported issue was duplicated and the cause was due to fluid ingress.